Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Power supply ps3 was found to be defective. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 lift column cannot move either up or down. There was no adverse pt involvement reported.